Event description:
While performing a procedure in the arteria media with the guidewire (subject device), the physician had to use the torque device repeatedly when entering the fistula. Following the procedure, it was found that there was approximately 1 cm of coating missing at the proximal end of the guidewire. The patient is reported to be in stable condition.